Manufacturer narrative:
The customer returned the suspected contour next link meter, contour next test strips and contour next control solution from lot # 8bv2g22 for evaluation. An in-house testing was performed using the returned meter with returned strips and control solution, which gave satisfactory performance. The testing was also performed using the returned meter with in-house contour next test strips and returned control solution, which gave satisfactory performance. All readings obtained during in-house testing were properly marked in meter's memory. The customer verified that the returned products were the ones involved in the event. Therefore, lot # and expiration date for the contour next control solution and device manufacture date have been corrected.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained a control reading of 175 mg/dl on the contour next link meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.